Event description:
The pacing rate with magnet has been @ 87 ppm for some time. However, a magnet rate of 83 ppm was noted twice today, with a gradual increase to 87 ppm. No other pacing problems were observed except one possible event of loss of ventricular sensing. All other magnet readings taken were @ 87 ppm, consistently. If EKG strip of 83 ppm accompanies the device, it does meet end of service criteria. The patient is not pacer-dependent.